Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the trocar leaks co2 with 5mm instruments. The seal of the device also gets worn down with use which lead to co2 leak. The staplers do not go through the trocar smoothly. The trocar also ruin clips when passed through which leads to device replacement. The trocar would slip in and out and would not stay in position. Another trocar had to be used. The issues caused waste of surgical time.